Event description:
It was reported that the patient presented for implant procedure. During the procedure, the physician attempted to place the left ventricular (lv) lead multiple times but was unsuccessful due to patient anatomy. The patient condition was unstable throughout the procedure due to an unspecified sickness and they passed away a few days later. There is no known allegation from a healthcare professional that suggest that the death was device related. The cause of death was unknown.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the physician attempted to place the left ventricular (lv) lead multiple times but was unsuccessful due to patient anatomy. The patient condition was unstable throughout the procedure due to an unspecified sickness.